Manufacturer narrative:
Initial reporter attributed hemolysis and elevated potassium to the cartridge. The cartridge has been requested. A review of the complaint database did not yield any similar complaints with this cartridge lot number. The cycler log file indicates that the cycler was performing as intended. Based on the log file analysis, the root cause of this event appears to be related to the pt's arterial access. There is evidence to suggest arterial header clotting and evidence to suggests a clot on the venous header of the filter had formed and had started to affect blood flow through the filter. The operator did perform a rinse back when the treatment was discontinued. The user great includes warnings regarding the risk of clotting and that it made lead to hemolysis.

Event description:
Pt was initiated on cvvhd on (B)(6) 2013 post aortic valve replacement; 3 am routine labs specimens on (B)(6) 2013 were reported to be hemolyzed; lab results k 6.9, hct 14%; labs were rechecked at additional sites - peripheral and central line and results continued to be hemolyzed. Reporter stated that the pt had access issues and the blood color appeared dark. Cvvhd therapy was discontinued about 10 am on (B)(6) 2013. Follow-up received from the hospital reported a blood loss of 95cc. Pt was initiated on intermittent hemodialysis to correct the elevated potassium level; and transfused 2-3 units of blood over a 3 day period. Pt's lab results improved in about 2 days.